Manufacturer narrative:
This supplemental report is submitted to correct "device product code."

Manufacturer narrative:
The malfunction of the subject devices concerning this case has not been reported. Also, since the serial numbers of these devices are unknown, olympus medical systems corp. (Omsc) could not confirm the manufacturing history. Because the user facility recognized as complication in the conclusion of the report, this case is not the malfunction of device, it seems to be complication. But the exact cause of the reported event could not be conclusively determined.

Event description:
The following article was reported at the 25th japan digestive disease week (jddw 2017). Article title: the treatment results of endoscopic submucosal dissection (esd) in our hospital the article studied on the treatment results of endoscopic submucosal dissection (esd) which were total of 162 cases performed from april 2010 to february 2017. The two type of scope were used in these procedures: pcf-q260ji (from a transverse colon to a cecum) and gif-q260j (from a rectum to a descending colon) and a non olympus high frequency generator (vio300d) was used in combination with them. The parts of the treated bowel were a caecum (24 cases), an ascending colon (31 cases), a transverse colon (30 cases), a descending colon (7 cases), sigmoid colon (24 cases) and a rectum (46 cases). In the subject procedures, complications occurred as follows. - secondary hemorrhage: 4cases (stop the bleeding in all cases). - perforation: 4cases (the points of perforation were small, so stop the bleeding with a clip in all cases). - cancelled procedure because of muscularis externa traction: 1case. In this survey the percentage of successful mucosal resection at one time was 95.6%, and the percentage of curative resection was 97.5%. Esd performed at the investigated facility has been performed relatively safe. This is 1 of 8 reports. (Secondary hemorrhage 4cases and perforation is 4 cases).